Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200x units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was also reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 200 - 220 mg/dl.